Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg: (B)(6) 2014. (B)(4).

Event description:
It was reported by the patient the device was removed because they had developed an infection. Follow-up with the clinic indicated that approximately one month post implant the incision opened and the device was visible. The implantable pulse generator (ipg) and leads were explanted and replaced on the right side. No further patient complications have been reported as a result of this event.